Event description:
It was reported "we have had an incident where a PICC line has split approximately 3mm from hub, when IV CT contrast was injected. The line had been flushed and was aspirating prior to connection. The PICC was unclamped at the time of contrast injection. There were no kinks evident in the PICC line prior to access. After the incident, the line was immediately clamped below level of the split and secured in a sterile dressing and a line exchanged performed after consultation with radiology registrar and vascular pho." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "we have had an incident where a PICC line has split approximately 3mm from hub, when IV CT contrast was injected. The line had been flushed and was aspirating prior to connection. The PICC was unclamped at the time of contrast injection. There were no kinks evident in the PICC line prior to access. After the incident, the line was immediately clamped below level of the split and secured in a sterile dressing and a line exchanged performed after consultation with radiology registrar and vascular pho.". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".